Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was determined to be assembly error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard the MDR regulatory awareness date on submission (3004753838-2024-051727 ; ci1709323233871.23830881@fdsahl86ceb41e_te2) as this was selected in error. The correct MDR regulatory awareness date should be 03/01/2024.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5: describe event or problem - correction. H2: if follow-up, what type - correction. H6: adverse event problem - correction.

Event description:
The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined.